Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced refractive surprise. The lens explanted and replaced with the same size different power lens and the problem resolved. The cause of event was reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial in liquid with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H11: manufacture narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim #: (B)(4).